Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
During retrospective cohort study 3 uedvt were identified in the powerpicc solo catheters placed. (P. 160, table 3.). Citation: comparison of complication rates and incidences associated with different peripherally inserted central catheters (PICC) in patients with hematological malignancies: a retrospective cohort study. Nicholas scrivens, elham sabri, christopher bredeson & sheryl mcdiarmid, pages 156-164 / received 28 nov 2018, accepted 12 jul 2019, published online: 07 aug 2019, https://doi.org/10.1080/10428194.2019.1646908.